Event description:
It was reported the epg (external pulse generator) displayed a self-test error. The battery was removed and replaced, and the message was still displayed. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Upper case, side bail covers, and ring cover are broken. Battery release is contaminated. Side bails are missing. Keyboard is scratched. Serial number (B)(4) is torn.